Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "believing strongly they are suffering from breast implant illness and also worried about the cancer scare connected to these implants¿, "they've had a hospital examination and being sent for a scan for a suspected rupture." Patient also reported ¿suffering terribly with different health problems", "currently under the endocrinologist departments for polymyalgia, thyroid deteriorating , unexplained muscle inflammation, constant tiredness, anemic, depression, brain fog, and memory loss¿; these are not device related. Device has been explanted. This record is for the right side.